Event description:
It was reported that during a follow-up visit, no capture and high pacing lead impedance were observed. It was noted that there was no signal on the ventricular channel. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the pacing coil was found at 37.0cm from the distal tip, consistent with clavicle crush damage. This is consistent with the observation from the field of no capture and increase pacing lead impedance.